Event description:
Reportedly, during the follow-up performed on (B)(6), 2012, a charge time test had failed. An explantation was required.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis pending.